Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, when they tried to remove the ancillary trocar from the plastic retainer tab, it broke off and they had to open another device. This all occurred outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.